Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to shut down all applications, disable and re-enable (B)(6), remove and reinstall g5 mobile application and manually enter transmitter ID, which was successful. No additional patient or event information is available.